Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting that it was changed because it dislodged and moved. It was going all into the stomach and muscles of the abdomen, and it was not helping with the pain in the spine. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome, spinal pain and chronic low back pain. The patient reported that ¿a node had slipped.¿ the patient clarified that her lead wire had slipped off her spine so a new on had to be implanted. It was noted that the system was replaced on (B)(6) 2017. No further complications were reported.